Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test the power management tool shows that pump alarmed power loss and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at connector board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. No unexpected power error alarms, replace battery now alarms, or power loss alarms noted during testing. The insulin pump was received with scratched case, stained keypad overlay, faded end cap address label, missing serial number label, pillowing keypad overlay, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the replace battery now alarm was received on insulin pump. Customer¿s blood glucose level was 10.3 mmol/l. Troubleshoot was performed and customer did not receive a low battery alert prior to the replace battery now alarm. The pump will be received for analysis.